Manufacturer narrative:
Patient information is not available for reporting. Device is an instrument and is not implanted or explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. A manufacturing date of (B)(6) 2013 was reported, but may not be able to be confirmed without a valid lot number for the device. The investigation could not be completed; no conclusion could be drawn as no product was received. A review of the service history records has been requested and is pending completion. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the tip for a dynamic hip system (dhs/dcs®) impactor broke off during surgery and fell away from the patient. There was no harm or surgical delay reported. There was another part readily available to complete the surgery. This report is 1 of 1 for com-(B)(4).

Manufacturer narrative:
A service history evaluation/review was performed. The investigation of the complaint articles has shown that: lot #4400409 no service history review can be performed because the lot number cannot be traced. The manufacture date is unknown. The service history evaluation is unconfirmed and an investigation could not be performed because product will not be returned. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The manufacturing date for this device is currently unknown. A valid lot number was received and a review of the service history records requested. Upon completion, this information will be reported. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.